Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient line cap of an amia automated pd cycler set was off the patient line and inside the overpouch. This was noticed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device evaluation was completed. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. The patient line cap was in place on the patient line luer and was not loose within the overpouch. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.